Event description:
The customer received questionable results on ion selective electrode (ise) sodium (na) ise potassium (k) and ise chloride (cl) for 38 samples. Of those samples, 5 na results were determined to be erroneous. All results are in mmol/l. Patient (B)(6) had an initial na result of 148. The sample was repeated on hitachi modular core (modcore) serial number (B)(4) and generated a repeat na result of 142. The original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient (B)(6), (B)(6) female: had an initial na result of 148. The sample was repeated on modcore serial number (B)(4) and generated a repeat na result of 142. The original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient (B)(6), (B)(6) male: had an initial na result of 150. The sample was repeated on modcore serial number (B)(4) and generated a repeat na result of 141. The original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient (B)(6) had na results of 129, 135 and 130. The customer deemed the result of 130 to be the correct result. It is not known if there was a corrected report for this patient. There was no adverse event. The age and gender of this patient were not provided. Patient (B)(6), (B)(6) female: had an initial na result of 149. The sample was repeated on modcore serial number (B)(4) and generated a repeat na result of 143. The original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. The lot number of the na electrode in use was not provided. The field service representative suspected a clotted sample may have contributed to the sample results not reproducing, calibration failures and dropping qc. He also noted that the mixing vessel had a chip in the bottom. He replaced the mixing vessel and the ultra-sonic mixing printed circuit board. He also checked the sample probe, sipper and vacuum nozzles, reagent tubes and filters. He also flushed the flow path and primed and conditioned the system. He performed calibration, qc and precision testing; which was within specification. The customer did state that after the service visit, there have been no further issues on the affected ise module.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly - mixing vessel.

Manufacturer narrative:
A specific root cause could not be determined as additional information was not provided for further investigation. The customer has not reported additional issues since the service visit.